Event description:
During the review of the pt's programming history, it was noted that a faulted system diagnostic test changed the pt's parameters on (B)(6) 2009. The pt's parameters were not fully corrected until (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.